Event description:
It was reported to philips that the device displayed oxygen not available message. Patient involvement is unknown. The customer spoke with a philips remote service engineer (rse). The error code 1208 was displayed. The customer reported that they completed performance verification testing and all tests passed. The rse advised the customer to confirm the device's oxygen e-tanks are functional. The customer reported the oxygen inlet pressure was reading 55 psi. Further information is pending.

Event description:
It was reported to philips that the device displayed oxygen not available message. Patient involvement is unknown. The customer spoke with a philips remote service engineer (rse). The error code 1208 was displayed. The customer reported that they completed performance verification testing and all tests passed. The rse advised the customer to confirm the device's oxygen e-tanks are functional. The customer reported the oxygen inlet pressure was reading 55 psi. Further information is pending.

Manufacturer narrative:
This event was reported to have occurred during patient use. The patient was moved to an alternate ventilator. There was no patient harm noted. The customer was unable to duplicate the reported issue. The device was run for several days with the o2 at 60% with no failure. The device was returned to service.